Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that after a tka performed on (B)(6) 2020, the patient experienced swelling, fever and infection. This adverse event was addressed via revision surgery on (B)(6) 2022. The g2 const insrt sz1-2 11mm was explanted. The doctor said the devices were not defective. Patient's current status is unknown.

Manufacturer narrative:
H3,h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per complaint details, a revision was performed approximately 22 months post implantation due to swelling, fever and infection. Reportedly, the doctor said the devices had ¿no problem¿. Per correspondence, the requested documentation and current patient status are not available. Reportedly, the infection was the root cause of the revision; however, the source of the infection remains unknown. Without the requested documentation, no further root cause analysis can be performed and the patient impact beyond that which was reported cannot be determined. No further medical assessment can be rendered at this time. A review of complaint history for the previous 12 months did not reveal similar events for the listed device. A review of the instructions for use documents for knee system revealed that wound infection has been identified as a possible adverse effects. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. (B)(4).